Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke off into my uterus') and device expulsion ('broke off into my uterus. So they have definitely migrated') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy this past october). Essure was removed. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke off into my uterus') and device expulsion ('broke off into my uterus. So they have definitely migrated') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy this past october). Essure was removed. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device breakage, device expulsion. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.